Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
During the procedure with the hawkone and spiderfx devices the spider wire was pulled from the guidewire lumen that runs the length of the nosecone of the hawkone, but not out of the wire lumen on the rotating tip. The wire was wrapped around the nosecone and it was dragging the spiderfx filter with it; the physician decided to pull the hawkone out and it was observed the spider wire was only partially through the guidewire lumen. The tech used the back end of the spiderfx wire to try and load the nosecone again and it came back out of the wire lumen freely and easily. The 5mm filter was then retrieved with the retrieval catheter and the physician re-entered with a 0.035" guide and evercross 5mm x 200mm x 135cm for post dilation. No distal embolization was visible or any other issues related to the hawkone. The procedure was concluded with laser atherectomy. Evaluation of the hawkone was completed november 20, 2015. The hawkone device was received inserted the cutter driver and showed the torque shaft bent approximately 90 degrees above the strain relief. The distal assembly was inspected and observed the guidewire tubing exhibited zipper tearing from the proximal end. On the opposite side of the guidewire tubing the stainless steel coils appeared to be crushed and exposed through the tecothane coating. The coil damage was approximately 3mm distal the cutter window.